Event description:
A report was received that the patient developed infection in the neck with symptoms of swelling and drainage of pus. The patient was treated with antibiotics and underwent an explant of the leads. The physician believed it was not due to the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.